Event description:
It was reported by a customer on (B)(6) 2011, there was significantly diminished fiber vaporization efficiency and greatly reduced fiber vaporization at full power at (B)(4) . Additionally, the customer reported during set-up an (B)(4) test was performed. The (B)(4) beam was visible. There were error codes displayed on the console when this event occurred. The user did not experience any injury from the system. It is unk if the pt experienced any difficulties due to this incident.